Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was found to be black and white. The white foreign material is fibrous and closely resembles cotton gloves or japanese paper, and may have originated from paper or cloth. The black foreign material was silicone rubber which may have come from silicone-based parts such as tubes and packing. However, the definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite colonovideoscope had a poor water supply, the nozzle was clogged with foreign matter. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation; however, the physical device evaluation is pending. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair. It was unknown when the foreign material may have adhered to the endoscope, the device was not used in a procedure with the foreign material attached to the endoscope. There was no delay in the start of pre-cleaning, the air / water nozzle was flushed, and it was noted that there was an abnormality in the device used for reprocessing, but the abnormality was not specified. The air / water nozzles were wiped / brushed with gauze / brushes / sponges, and the air and water nozzles were flushed. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.